Event description:
It was reported that the pt had a lump on the left side of the neck. According to the neurosurgeon, it seems that the anchor tether has come loose or has worked itself through the skin. Pt was to have surgery to have the anchor tether removed and the area cleaned up. Attempts for further info have been unsuccessful to date.